Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service once the device is explanted to returned this investigation will be updated. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. Additional information was received mentioning that an x ray was completed to determine if the device was still implanted, and it appears to be implanted but the battery is completely depleted. The device will not be explanted due patients improved ejection fraction and no longer a candidate for ICD therapy. No adverse patient effects were reported.